Event description:
It was reported that this right ventricular lead was explanted due an unknown product performance anomaly. This lead was successfully replaced. It is unknown if the lead will be returned for analysis. No additional adverse patient effects were reported.